Manufacturer narrative:
From the provided information, a general reagent issue could be excluded. With the recently introduced ft3iii v2 assay version, a value within the normal reference range of the assay is generated. This value is also similar to the value that is generated with the ft3 assay from abbott. As the ft3iii v2 assay version has an improved robustness against streptavidin interference, the root cause of the discrepant high value of the ft3iii assay version is consistent with the presence of a streptavidin interference factor that causes the falsely elevated value of the ft3iii assay version.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient sample tested with a cobas e801, a cobas e411, and an abbott architect. The customer requested the sample to be measured by an investigation site due to previous unexpectedly high results at another clinic. The investigation site e801 module serial number was (B)(4). The ft3 iii reagent used on this analyzer was lot number 551720 with an expiration date of 30-sep-2022. The ft3 iii v2 reagent used on this analyzer was lot number 515968 with an expiration date of 31-mar-2022. The investigation site e411 serial number was (B)(4). The ft3 iii reagent used on this analyzer was lot number 547180 with an expiration date of 21-aug-2022. The questionable results were not reported outside of the laboratory.